Manufacturer narrative:
(B)(4). This complaint for an overprime-leak out of the patient line was not confirmed because the sample is unavailable and user did not describe any types of use errors or other issues that might have caused the over prime issue. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A home patient (hp) contacted baxter's technical service center reporting that the hp tried re-priming the homechoice (hc) and fluid leaked out of the cap of the patient line. The technical service representative (tsr) advised the hp to discard the supplies and start over with new supplies. The hp would start over with new supplies. Product surveillance (ps) contacted the peritoneal dialysis nurse (pdrn) on (B)(6) 2011 regarding the overprime of the patient line. Per the pd rn, they were not aware of the overprime. The pd rn stated the home patient (hp) does well with the cycler and training is not needed. The pd rn stated the hp was doing fine with therapy on the cycler. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The sample lot number is unknown at this time. If additional information becomes available, then a follow up MDR will be submitted.